Event description:
A customer reported to baxter corporate product surveillance an anti-reflec y-set in which a crack was observed at an unknown location. It is unknown when the alleged defect occurred. It is unknown what medication was being administered or if the set was in use with a pump. Patient involvement is unknown. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during product evaluation. A visual inspection found that the septum was missing from the y-site. Microscopic inspection revealed a quarter inch crack in the y-site shaft. However, the root cause could not be identified. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.